Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room with a blood glucose reading of 41 mg/dl and seizure-like symptoms. The customer had been experiencing high and low blood glucose levels prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised that a tubing clamp would be sent. The spouse felt that the bolus wizard feature wasn't working properly, but advised him of how it calculates active insulin on board. Nothing further was reported.